Event description:
The hosp reported that during preparation for a coronary artery bypass graft surgery, seven heartstring seals cracked while loading the seals into the delivery tube. The surgeon used a replacement heartstring seal to complete the procedure. It is unk when these seals cracked or if they cracked during the same or different cases; therefore the seven seals will be tracked under this incident. No pt complications were reported by the hosp.

Manufacturer narrative:
After the procedure, the hosp discarded the prod. Since the prod was not returned to cardiac surgery for eval, it will be difficult to confirm the reported problem. A lhr review was completed for the prod and there was no nonconformance associated with the lot number.